Event description:
The customer reported clear fluid leaked within the instrument from reagent probe a involving unicel dxc 600i synchron access clinical system. The customer stated the spill tray was full of fluid and some overflow was contained within the instrument. Several attempts were made to prime the reagent probes and troubleshoot the leak issue but were unsuccessful. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. No erroneous patient results were generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. There is an exposure control protocol at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) determined the fluid leak was caused by a sticking vacuum valve for reagent probe a. The fse cleaned the wash collar waste vacuum valve and resolved the issue. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).